Manufacturer narrative:
The probable root cause of the alleged complaint cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure the customer was getting recoverable faults. During the last fault, surgeon disabled the boom, recovered the fault and continued with procedure. The technical support engineer (tse) viewed logs and found 31199 and 32097 pointing to axes controller platform (acp). There is no patient harm. Procedure is completed as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable and the backplane spider cable to resolve the reported issue. The system was tested and verified as ready for use.